Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the silicon on the percutaneous cable was very thin and it was possible to see the internal cable. The patient and the team added silicon tape on the cable but the cable was more and more damaged. Silicon tape will be replaced by new one on (B)(6) 2022.

Event description:
The repair was completed on 20jan2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the driveline¿s outer jacket was confirmed through evaluation of the submitted photo; however, a specific cause for the reported damage could not conclusively be determined through this evaluation. It was reported that the silicone on the driveline was very thin and it was possible to see the internal cable. The patient and the team added silicone tape on the cable, but the cable became more and more damaged. Photos of the external portion of the driveline revealed tearing along the length of the driveline. Rescue tape was applied in several areas of the driveline. The underlying bionate layer could be seen in several sections. A repair was completed on 20jan2022. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2016. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ the heartmate ii lvas instructions for use (IFU) section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.